Manufacturer narrative:
The exact cause of the alarm cannot be determined. The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback as instructed in the user's guide. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. The user's guide includes appropriate actions to respond to alarms. There have been no similar reports subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A high waste line pressure alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. Standard epogen dose was increased following a drop in hemoglobin. Actual hemoglobin levels and dates of testing requested but not provided. No other medical intervention was reported.